Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use with bd syringe 0.3ml 29ga 1/2in the hub separated from device. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about needle/shield separation from the barrel when removing the shield before use.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that prior to use with bd syringe 0.3ml 29ga 1/2in the hub separated from device. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about needle/shield separation from the barrel when removing the shield before use.